Event description:
Determined to be reportable based on analysis results approved on 8/21/2007. It was reported that during a percutaneous coronary intervention, the rotawire guide were kinked. The 90% stenosed lesion being treated was located in the severely tortuous and calcified right coronary artery. During the procedure, the physician was advancing the rotablator burr to the lesion in the dynaglide mode and the advancer stopped and the stall light came on. The physician then continued with the procedure, however, the rotawire guide wire was found to be kinked. The procedure was then continued with another burr and rotawire guide wire. No patient complications were reported, and patient status was reported as 'good'. Analysis revealed a fracture of the rotawire fracture.

Manufacturer narrative:
Analysis found the guide wire fractured at the spring tip. The returned guide wire showed the spring tip fractured and detached from wire, and the spring tip as unraveled to get to the fractured distal core wire. The core wire was fractured approximately 2cm from the ballweld. Several kinks were found along the entire length of the wire. Both fractured sections were sent to sem (scanning electron microscope) lab. Results indicated: "both fracture surfaces exhibited a fibrous appearing structure. This structure is actually longitudinal grain boundaries. This condition typically is observed when a wire experiences a bending moment. The fracture propagated along the grain boundaries in a longitudinal direction. No material anomalies were noted". "The core wire fractured as a result of a bending overload moment". Directors for use under precautions and warnings advise: "never operate the guide advance the rotating burr to the point of contact with the guide wire spring tip, as this may result in the distal detachment and embolization of the tip". "Excessive force against resistance may result in separation of the guide wire, damage to the catheter, or vessel perforation". "When advancing or removing the guide wire, always use fluoroscopy guidance with radiographic equipment that provides high resolution images." Per the information provided in the event description, anatomical conditions may have contributed to the kinking of the wire to the point that caused the fracture of the core wire. As the lot number was not provided, no shop floor paperwork review can be performed. The root cause is determined to be handling damage.